Manufacturer narrative:
Aware date of the initial report was previously reported as (B)(6) 2018; however, this is corrected to (B)(6) 2018.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and a 21mm watchman laa closure device and delivery system were used. The closure device was deployed in the laa, but was a little proximal. The physician performed a partial recapture, repositioned the feet more anterior and redeployed the device. The device met criteria and was released. There was no pericardial effusion at the end of the procedure. The patient was transferred to the post anesthesia care unit. After 2 hours the patient experienced chest pain, shortness of breath and became bradycardic. A limited echocardiogram revealed a moderately sized effusion. Pericardiocentesis was performed and 250ml of fluid was aspirated. The drain was left in overnight and removed the next morning. The patient was in stable condition. The patient started anticoagulation that day and was scheduled for discharge the next day. It was further reported that the patient remained in the hospital for two days and was discharged.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and a 21mm watchman laa closure device and delivery system were used. The closure device was deployed in the laa, but was a little proximal. The physician performed a partial recapture, repositioned the feet more anterior and redeployed the device. The device met criteria and was released. There was no pericardial effusion at the end of the procedure. The patient was transferred to the post anesthesia care unit. After 2 hours the patient experienced chest pain, shortness of breath and became bradycardic. A limited echocardiogram revealed a moderately sized effusion. Pericardiocentesis was performed and 250ml of fluid was aspirated. The drain was left in overnight and removed the next morning. The patient was in stable condition. The patient started anticoagulation that day and was scheduled for discharge the next day.